Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that patient had low blood glucose. Blood glucose was 23 mg/dl. Customer was recovered without sequela on (B)(6) 2018. Customer advised to revert to manual mode until an upload can occur. The insulin pump will not be returned for analysis.